Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen via an implantable infusion pump for I ntractable spasticity and multiple sclerosis. It was reported by the patient's sister that originally the patient had the pump in her front but in (B)(6) of 2000 when she turned she would pull the catheter out so the pump was put in her back and for a long time it was there. No further complications were expected or anticipated. The patient's medical history included multiple sclerosis and a lot of nerve issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2017. It was reported that the patient was of caucasian descent, and it was confirmed that the date that the catheter pulled out was unknown. The patient was not hospitalized for the reported events, and the cause of the catheter pulling out was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.